Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon reported that preparing the tibial trays he noted a poor adhesion/compliance between the tibial components. They match so well that the movements are limited. The intervention was concluded using the claimed products.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.